Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before issue and no fault recurred after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully performed reset with assistance, was advised to continue using pump, and was instructed to call back if malfunction reoccurred, which customer understood and acknowledged.